Event description:
Customer reported to beckman coulter, inc. (Bec) that there was a leak of clear fluid below the right side of the coulter lh 750 hematology analyzer. Customer reported the volume of the leak was 3 - 5 ml. Customer reported that patient results were not affected. There was no report of any adverse event or injury requiring medical intervention or patient treatment. Bec field service engineer (fse) found the leak was coming from the sample line at valve vl46b. The fse replaced the sample line and repaired the leak.

Manufacturer narrative:
(B)(4).